Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported that the insulin pump returned a motor error alarm while changing the reservoir. Customer did not recall any significant events leading up to the error alarm. Blood glucose level 179 mg/dl at the time of the call. Customer also reported that the insulin pump returned a no delivery alarm. No further information was provided.